Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died. It was noted that he patient passed away after the implant of a leadless implantable pulse generator (ipg). It was noted that the patients heart failure worsened after implant and was in shock due to hypotension. No improvement was noted for the patients blood pressure and the patient passed away.

Event description:
It was noted that the leadless ipg was reprogrammed post hypotension and shock. It was further noted that the patient experienced pacing-induced cardiomyopathy (picm) due to vvi pacing and congestive heart failure, the cause of death was noted to be sick sinus syndrome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.